Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the adc freestyle libre sensor detached prematurely and as a result, the customer was unable to monitor their blood glucose. The customer became hypoglycemic and required ¿glucose gel¿ as treatment by a third party. No further information was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A caller reported the adc freestyle libre sensor detached prematurely and as a result, the customer was unable to monitor their blood glucose. The customer became hypoglycemic and required ¿glucose gel¿ as treatment by a third party. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.